Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports the battery cover on the compact plus meter has melted. Customer states this meter stays in the house and has not been exposed to any extreme heat that could have caused this melting issue. No adverse event reported. Requested return of suspect device and replacement was sent.